Manufacturer narrative:
Unit returned and evaluated; error code showed that activation time had been exceeded (error code: a-1c). This can result in unit not firing off/creating plasma. User had to let unit rest, before activating again then it functioned. This occurred about 3-4 times during procedure, but unit was functioning in the last segment of the case. Unit passed hipot and safety tests.

Event description:
(B)(4).